Event description:
Related manufacturer report number: 2017865-2024-00975. It was reported that the patient experienced cardiac arrest three times while in cardiac rehabilitation and was on multiple vasopressors. The patient was interrogated in the intensive care unit and was noted to have received three shocks on 25 dec 2023. The rhythm appeared to be an agonal that resulted in shock by ventricular fibrillation therapy assurance (vfta). The patient appeared to have a biventricular paced rhythm. During interrogation, oversensing was observed for which the patient received inappropriate shock. The cause of the oversensing could not be determined by tech services though a lead integrity issue was suggested. The system remained implanted. The family meanwhile decided to discontinue care. The system was turned off for comfort measures and the patient passed away peacefully shortly after.